Event description:
It was reported that the user experienced repeated "brief sensor issue" alerts on a connected dexcom g7 continuous glucose monitor (cgm) that caused intermittent loss of glucose readings on the ilet, which was addressed by fingerstick calibration and reconnection steps and reentry of the pairing code, after which continuous glucose readings resumed. No adverse clinical symptoms reported. Outcomes included temporary interruption of glucose data display with recovery following troubleshooting and no medical intervention or hospitalization. User support included product troubleshooting and user education. Investigation of this case revealed a temporary communication or signal integrity issue between the dexcom g7 sensor/transmitter and the ilet receiver interface, which resolved after device reconnection and calibration, with no evidence of device damage or patient harm. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent signal loss related to external device or transient connection instability.